Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif for femoral neck fracture with the reamer in question. As the surgeon was reaming to the head of the bone with the fns reamer through the protection sleeve, he asked twice for the approximate depth of reaming. He was told him "until the reamer stops at the lateral cortical bone," as per the procedure manual both times. However, as the procedure proceeded, only the drill had advanced about 1 cm beyond the subchondral bone of the head of the bone. Once the reaming was stopped, the nurse checked the reamer and found that the nut had been completely removed and the reamer section had shifted forward. The surgeon took out the reamer and the protection sleeves, reassembled the reamer, and reamed it over. The surgery was completed successfully within 30 minutes delay. Since the reamer¿s scale position and nut tightness were checked before the surgery, the nut may have be loosened due to strong interference with the protection sleeve. The surgeon commented that he would like to know how often similar events occur and what the company is doing about it. No further information is available. This report is for one (1) reamer cpl this is report 1 of 2 for complaint (B)(4).